Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received a supplemental report will be sent. Ref: (B)(4)

Event description:
Report received from the USA stating the device "would not hold the cutter" during a "tympanomastoidectomy" procedure. The condition of the patient was currently unknown. The attachment was replaced with another attachment. The surgery was not delayed. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).